Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty in walking after scs trial implant procedure. Reportedly the patient spent a night in the hospital for observation. No additional information available at this time.

Event description:
Additional information received identified the lead was explanted. The patient is stable and recovering.